Event description:
A power source alert 07 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up planned by technical support.